Event description:
It was reported that on (B)(6) 2025, during a brevera procedure, an error displayed on the brevera device after the needle had been inserted into the patient. The customer was unable to clear the displayed error, and the system would not image or acquire tissue. The procedure was stopped and the patient was rescheduled, which will require a new incision. No further information is available.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.